Event description:
Baxter (B)(4) received a report that an infusor had did not fully deliver during patient use. Only 6 ml of solution was infused into the patient after 3 hours of infusion. The concomitant medical products are currently unknown. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Additional information: the issue of a no flow was determined to be related to user technique. If micro air bubbles are introduced during the filling process, then the bubbles cannot be purged during priming.

Manufacturer narrative:
(B)(4). The device was received by baxter for evaluation. Visual inspection noted that flow was not observed at the distal luer. Forced prime was attempted but flow was still not observed. Microscopic inspection determined the cause of the no-flow condition to be microscopic air bubbles blocking the lumen of the glass capillary located inside the fluid restrictor. No device malfunction was detected. Should additional relevant information become available a supplemental report will be submitted.